Event description:
It was reported that the customer was hospitalized for dka. The customer stated that they had hbgs prior to the event. It was indicated that the programming and histories were accurate. Troubleshooting was performed and the pump passed the functional tests. The customer was educated on the two hbg rule.